Event description:
It was reported that the rear wheel support of a prismaflex machine was observed broken. The event occurred during disinfection. The machine was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter technician. During visual inspection, the technician found the wheel was broken. The reported condition was verified. The technician removed the pin and was not able to observe any issues that would have caused the wheel to break. The cause of the condition could not be determined. The wheel was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.